Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a lateral instability procedure with a footprint ulr 5.5 pk sut, sl, one patient required revision surgery for an unspecified reason, but apparently related to the device. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, inadequate bone quality, off-axis insertion, improper preparation of the insertion site, failure of a concomitant device, or an inadvertent impact event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. A complaint history review found similar reported events. Our clinical investigation concluded: no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity was anonymous. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.